Manufacturer narrative:
The auto chair button, which simultaneously raises the backrest and thigh sections, remained stuck in the activated (pressed) position. As a result, it was not possible to lower the bed, leaving the patient in the raised position. The photographic evidence provided shows that the auto-chair button was mechanically damaged, with an indentation on its surface. It is unknown under which circumstances the damage occurred. Before the bed was delivered to the customer on the (B)(6) 2026, it passed quality control check on 13-jan-2026 and was functioning as intended, with no malfunctions observed. The unintended bed movement was reported on (B)(6) 2026, after nearly four months of use at the customer¿s facility. Based on this, it was assumed that the damage to the button occurred at the customer¿s facility. The citadel bed frame system instruction for use (IFU 830.213-en_15) instructs to: "carry out a full test of all electrical positioning functions (backrest, height, tilt, etc.)" Weekly. Check that the patient controls, care giver controls and attendant control panels operate correctly" weekly. If the result of any of these actions is unsatisfactory, contact arjo or qualified service personnel." To avoid device damage, the IFU warns: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement." According to the IFU, the e300 error code indicates that the control button ID depressed for more than 90 seconds. It is recommended to "remove pressure from control buttons. If error code does not clear contact qualified service personnel." To sum up, the unintended up bed movement was caused by the auto-chair button remaining stuck in the activated position due to mechanical impact. Arjo device failed to meet its performance specification since the bed moved unintentionally. The patient was on the bed at that time. This complaint was deemed reportable due to allegation about unintended bed movement. No injury was claimed.

Event description:
The customer reported that citadel bed "won't come down, patient stuck in air." Moreover, the nurse stated that the bed "is going up by itself, possibly my button is stuck." The e300 error code was displayed on the control panel. The patient was on the bed at that time. No injury was sustained. The device inspection conducted by arjo service technician revealed that the left-hand head-end safety side had a defective autp-chair button on the control panel. The issue was resolved by replacing the side rail.